Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited fine, non-reproducible noise on ventricular channel which precipitated pacing inhibition. All lead measurements were normal. There were no patient symptoms.